Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/25/2015. The fse observed that the hgb blank was lower than the sample reading during startup. The fse replaced all the white blood cell (wbc) check valves, which resolved the hgb failing at startup. The fse was receiving hgb voteouts on the results for the normal control and observed that the hgb blank 1 and 2 were not matching. The fse replaced the wbc bath, which resolved the hgb voteouts and the instrument ran without any leaks or errors and the repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported failing hemoglobin (hgb) values on startup and hgb voteouts (non-numeric results) intermittently received on patient samples on a coulter act diff analyzer, and requested a service visit. No patient data was provided for review. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.